Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the vessel sealing instrument had incomplete cut messages. Reportedly, the vessel sealer would start to cut normally and then they would get incomplete cut messages. The surgeon stopped using the instrument and continued with the case. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial inspection, it was discovered that the instrument's snake wrist was dislodged. Visual inspection found the top snake wrist dislodged to the side, making it difficult to insert the instrument through the cannula. As a result, no cut test could be performed to verify the cut performance of the instrument. The instrument blade is exposed 0.066 in between the grips. No further testing could be performed. It was concluded that the damage to the instrument was likely due to mishandling/misuse. Although failure analysis investigation was unable to confirm the customer reported failure mode due to the condition of the returned instrument, a review of the site's system logs showed that the instrument had a series of five consecutive seals, with a total three complete cuts; then instrument had eleven un-jam attempts followed by a blade jam error. The instrument was removed and reinstalled a total of four times at the end of usage, and each time there was a homing error. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.